Event description:
It was reported that the patient was scheduled for device changeout. Upon interrogation, a vf episode due to noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.